Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d143 defibrillator, implanted: (B)(6) 2016; 0180 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter exhibited power switching. The patient observed that the controller ac adapter would provide power to the controller but the source would switch to the battery after an audible beep. Servicing was performed and the controller ac adapter remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed in accordance with the requirements under (B)(4) on (B)(6) 2018 to mitigate the reported conditions and the batteries remains in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching and beeps can be attributed to momentary disconnections between the controller and controller ac adapter. If information is provided in the future, a supplemental report will be issued.